Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was physical damage at foreign object detection point. It is unknown if there were any deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (does not insufflate) was not confirmed. The complaint of foreign material is most likely the result of insufficient reprocessing. During inspection and testing the following was found: no water is being distributed to the device due to damage to the air/water cylinder, damage on the air/water tube, and damage to the nozzle. Due to a crack on connection cover, insulation resistance value at distal end does not meet the standard value. Due to the wear of angle wire, bending angle in the up direction does not meet the standard value. Due to the wear of angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during inspection it was discovered that the device does not insufflate. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: nozzle clogged by foreign material. This report is being submitted for the malfunction found during evaluation (nozzle clogged by foreign material).